Event description:
It was reported that the system 8800 would lock up intermittently and that a clanking sound was coming from the disk drive. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction was verified. A service call was suggested in order for a ge service rep to evaluate the system. Suspect bad disk drive and perhaps single board computer upgrade kit could be installed. The service call was refused most likely due to cost. System is operational although with intermittent problems. An add'l report will be generated and submitted if further info becomes available.